Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 35 mg/dl and other 380 mg/dl, 107 mg/dl. Customer treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that the drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump did not allege over delivering. The customer was not disconnected insulin pump during the rewind. The insulin pump will not be returned for analysis.